Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported, when tightening a 4.0 locking screw, the screwdriver was tightened too hard and the tip snapped off. All pieces were retrieved, did not enter pt.